Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the retrograde approach in a shunt vein. The (B)(4) stenosed target lesion was located in an anastomotic shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang(tm) balloon catheter was advanced for dilatation. The balloon was initially inflated at 22 atmospheres however on the second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.